Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and identified the patient bridge to be the cause. The patient bridge was replaced and a subsequent functional verification test was performed without further issue. The exchanged part has been requested for return to (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that the patient 1 circuit of the heater-cooler system 3t did not circulate during priming. There was no patient involvement.